Event description:
Related manufacturer reference number: (B)(4). It was reported the patient lost effective coverage due to lead migration. The patient underwent surgical intervention where the leads were explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.